Event description:
A gentleman was using his girlfriend's scooter; when he was getting off, he accidently bumped the throttle, resulting in a fall where he fractured his collarbone.

Manufacturer narrative:
Not a device problem. The device was not prescribed for the user; therefore, he did not read the owner's manual, and was not instructed on use. The complaint was reported as user error, and the device did not malfunction.